Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while laying in bed and turning their upper body to the right site. Upon review of the episode it was noted that there was high amplitude noise in combination with baseline shifting and drop in signal amplitude. Other untreated episodes with noise and undersensing were observed. The artifacts could not be recreated during troubleshooting and the x-ray image did not show any abnormalities. It was further noted that the device did not move in the pocket. Since myopotential signals were noted on the current programmed sensing vector of secondary, the device was re-programmed from primary to alternate vector. Boston scientific technical services (ts) reviewed the electrocardiograms and discussed possible causes. Ts recommended to have the patient come back into the office in order to program the s-ICD to secondary sensing vector but with a higher gain. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient underwent a procedure where the device and electrode were explanted. A new device was not implanted at this time since the patient's ejection fraction had improved to higher than 45 percent.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual and x-ray examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. During testing, the electrode was manipulated (twisted, pulled, pushed, and moved up, down, left, right) while a captured s-ECG was obtained. No noise was noted on the s-ECG. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information from the field determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while laying in bed and turning their upper body to the right site. Upon review of the episode it was noted that there was high amplitude noise in combination with baseline shifting and drop in signal amplitude. Other untreated episodes with noise and undersensing were observed. The artifacts could not be recreated during troubleshooting and the x-ray image did not show any abnormalities. It was further noted that the device did not move in the pocket. Since myopotential signals were noted on the current programmed sensing vector of secondary, the device was re-programmed from primary to alternate vector. Boston scientific technical services (ts) reviewed the electrocardiograms and discussed possible causes. Ts recommended to have the patient come back into the office in order to program the s-ICD to secondary sensing vector but with a higher gain. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient underwent a procedure where the device and electrode were explanted. A new device was not implanted at this time since the patient's ejection fraction had improved to higher than 45 percent. The device was returned for analysis.